Manufacturer narrative:
Synthes is submitting this report as a result of a retrospective review. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for investigation. Examination showed that the screw was labeled as 10mm, and the label on the pack of four was labeled correctly with the length of 8mm. It was determined that the issue was a packaging error that was not discovered during quality control. This complaint is valid from a manufacturing standpoint.

Event description:
It was reported that the clip was labeled as 10mm instead of 8mm. Packaging label was labeled correctly.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the DHR for this lot shows no complaint related anomalies.